Event description:
It was reported that noise with varying amplitude and high ventricular rate episodes was observed on the right ventricular (rv) lead. Programming changes were recommended and lead revision was discussed. There were no reported patient symptoms or consequences.